Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after issuing an additional meal announcement when not consuming food, and was advised that the ilet algorithm will correct without extra announcements; the user was using a teflon inset 6 mm 23 in infusion set. Symptoms included low blood glucose that required oral glucose. Outcomes included no hospitalization and resolution with self-treatment. Investigation included complaint intake, user education on proper meal announcement timing, and confirmation that alerts were present. Investigation of this case revealed user error related to duplicate meal announcements outside the recommended window, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error with cause otherwise unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.